Event description:
Patient developed red itchy rash on the right forearm where the foam lining of a sling and swathe is touching the skin. The rash was noticed by the nurse. This pt is transferred today from the hospital to the rehab hospital the device was put on the patient at the hospital. The product is described as deep blue perforated material with cream colored foam lining, and has tentatively been identified as 4442-00. Minx check of labeling for this product number indicated that it contains natural rubber latex. This information was given to the nurse.